Event description:
It was reported that they were having image quality issue on all patients causing the patient to be re-exposed. It was determined that the dose scaling was low and needed adjustment. Once this was done, the system is working as intended.